Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knees were stiff [joint stiffness]. Knees were not stable [joint instability]. Bilateral knee swelling [joint swelling]. Bilateral knee pain [arthralgia]. Knees full of fluid [joint effusion]. Case description: spontaneous report received on 12/28/2008 from a consumer regarding a (B)(6) male patient, (B)(6). The patient had a history of osteoarthritis and previous synvisc treatment in (B)(6)2007 with no adverse effects. The patient received injections of synvisc in both knees on (B)(6) 2008, (B)(6) 2008, and 10(B)(6) 2008 with no fluid aspirated prior to the injections. The patient experienced bilateral knee swelling after the third synvisc injection. On (B)(6) 2008, the patient experienced severe bilateral pain, his knees were stiff, full of fluid and not stable although he was able to ambulate. The patient was examined by his physician on (B)(6) 2008 and was prescribed a two week course of prednisone. The bilateral knee pain and swelling have improved but not resolved.